Event description:
On (B)(6) 2012, abbott point of care was contacted by an abbott point of care implementation project manager (ipm) who reported that an I-stat 1 analyzer was hot to touch on an analyzer that was using a green marked battery carrier. As part of product action (B)(4), field personnel were notified (B)(4) 2012, of the availability of the new battery carrier and requested to advise the number of analyzers they had that required the new red marked carriers. The new battery carriers contains a fuse to further mitigate batteries becoming hot to the touch. As of (B)(4) 2012, the ipm had received the new red marked carriers, however they had not been put into use in the analyzer in questions prior to this event. Based on the info available at this time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(6) 2012. Device evaluation could not be performed as the hardware was not received from the customer. (B)(4): device not recieved from customer.